Manufacturer narrative:
The device was received for evaluation. During functional testing, customer issue "will not stay on, powers off without input" was not reproduced. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was tested and loaded set successfully. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not stay on and powers off without input during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.